Event description:
Patient was revised to address pain.

Manufacturer narrative:
This report is a duplicate report of 1818910-2014-16268. This report, 1818910-2013-29480, is being kept for investigational purposes. A separate follow-up has been sent to reject 1818910-2014-16268.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: the device associated with this report was not returned. A review of the device history records for the provided product and lot combinations did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were conducted. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 6/2/2015 - pfs and medical records received. A doi was provided and this complaint is for the left hip. After review of the medical records for MDR reportability, the revision operative note indicated pain. No labs were provided for the alleged high metal ions. The stem is being added to the complaint. Pfs includes another revision date of (B)(6) 2014, but there is no specific allegations or medical records for this date. If/when we receive more information we will updated as needed.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.